Event description:
It was reported that during a shoulder arthroscopy there was no blockage in the bone with the device. No part of the device broke off. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery. Update 15-mar-2022: it was confirmed that after inserting the fibertak self-punching anchor and removing the anchor guide, the surgeon, in order to check whether the anchor is sitting ¿anchored¿, pulled the straps as always and unfortunately the anchor fell out of the bone. A second device was used in the same place and this time the anchor has "anchored".

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. Visual evaluation showed damage/fray to one of the ends of the soft anchor sheath. No damaged was observed to the suture construct or inserter shaft. Critical dimension for the length of the soft anchor sheath was not performed due to the damage/fray to one of the ends. Device testing was not performed due to the damage of the device. The cause of this event is undetermined; however, the most likely causes are improper bone prep, misaligned insertion, prying and/or leveraging the device.